Event description:
Transport incubator was being returned to labor and delivery after transport of newborn. Incubator was empty at the time. Smoke and flames were observed coming from battery tray after incubator was plugged in to recharge. Fire alarm was sounded and pressurized water extinguisher was used to put out fire. Unit was turned over to biomedical engineering for examination. No adverse pt outcome. Battery tray was returned to co for failure analysis.